Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Additional information indicated that dislodgement was confirmed through the programmer and fluoroscopy. The lead was surgically abandoned. No additional adverse patient effects were reported.